Manufacturer narrative:
Device analysis: sample receipt: one xen 45 glaucoma treatment system (gts) injector was received. The xen gts unit box and molded tray were returned. A peel and stick label matching the reported serial number and lot number was returned with the sample. The needle cover and cam lock were each returned attached to the injector. The slider knob of the injector was found at the start position, the needle was found extended, and the bevel selector was found in the center position. Sample investigation: a visual evaluation of the xen injector was performed. No damage was observed. Upon removal of the needle cover and closer inspection of the sample, the retention plug was observed to be returned with the injector and detached. A functionality test was performed. During the functionality test, the slider knob traveled the entire distance; however, slider knob resistance was observed in each position of the bevel selector. It is unknown why slider knob resistance was observed in each position of the bevel selector during the functionality test. Additional evaluation was requested for trelleborg sealing solutions (tss) to identify a root cause. Conclusion the category/ subcategory of injector ¿ slider resistance is verified since slider knob resistance in each position of the bevel selector was observed during the functionality test. It is unknown why slider knob resistance was observed in each position of the bevel selector during the functionality test. Additional evaluation was requested for trelleborg sealing solutions (tss) to identify a root cause.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. No eye injury reported. Surgery was completed with backup device.

Manufacturer narrative:
Device analysis: tss performed force testing on the complaint unit to confirm resistance on the slider knob. All 3 positions tested were above the specification of less than or equal to 0.7n for ous injectors. After confirmation of the slider knob resistance, the unit was taken apart and found that the pusher rod had a bend in it, which was not allowing the slider knob to be actuated without resistance. The batch record for the final assembly and the sub-assembly batch record for the injectors were examined, which did not reveal any issues that would have an impact of the form, fit, or function of the injector or the slider knob. The unit was further disassembled to see if there was any resistance between the individual parts. It was found that the pusher rod was encountering resistance at the bottom entrance of the needle, which was preventing the pusher rod from moving up or down. To confirm this resistance, a separate pusher rod was used in an attempt to replicate the resistance, which was not successful, as the pusher rod was able to move freely. Lastly, a microscope was used to look down the needle and try to identify the cause of the original pusher rod's resistance, but no obstruction was found. Conclusion: the resistance of the slider knob cannot be confirmed to have occurred during the manufacturing of the complaint unit, as the cause of the bend to the pusher rod could not be identified. Examination of the batch records confirmed that the manufacturing procedures were followed, and the slider actuation testing (force and smoothness) that is performed on 100% of the lot would have detected this issue before leaving the manufacturing site.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. No eye injury reported.

Event description:
Surgery was completed with backup device.